Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4, extraneal viaflex and nutrineal pd4. On an unreported date, the patient began treatment with dianeal pd4, unknown bag, extraneal viaflex and nutrineal pd4 unknown bag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis and was hospitalized. It was not reported whether diagnostic testing or remedial therapy was rendered. As of (B)(6) 2011, the event of peritonitis had not resolved and the patient remained hospitalized. It was not reported whether dianeal pd4, extraneal viaflex and nutrineal pd4 bag therapies were ongoing. Medical history and concomitant medications were not reported. The nurse considered the event of peritonitis to be related dianeal pd4, extraneal viaflex and nutrineal pd4 bag therapies.